Manufacturer narrative:
The insulin pump functioned properly and passed functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No motor error alarms noted. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported that the customer had hypoglycemia. The last time this occurred it was due to a motor error alarm. They were unable to get the customer's blood glucose level up. Customer's blood glucose level was 51 mg/dl. The customer treated their low blood glucose level with 15 grams of carbohydrates, liquids, and bread. The reservoir was showing less insulin than what was shown on the status screen. The displacement test passed. The customer was unconscious for 10 minutes. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.